Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain endoscopic procedure the user successfully placed the loop over a polyp and tightened it using subject device, however could not release the loop from the subject device. No further details were provided including outcome of the patient.

Manufacturer narrative:
An olympus sales visited to the user facility to provide a training on the device. It was reported that the user facility likely did not pull the tube sheath of the device all the way back to the handle. There was no report of patient injury regarding this report. The subject device was not returned to omsc for evaluation because the facility discarded the device and omsc could not confirm the phenomenon. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The hx-400u-30 instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.